Event description:
The reporter noted the pt was enrolled in a clinical study in france titled: "eval of integra artificial dermis for the treatment of leg ulcers. Implantation of idrt was on (B)(6) 2011 on a venous ulcer from 2010. The pt developed a local infection and 'smelling flow under the silicone'. Antibiotic treatment was provided and the wound healed on (B)(6) 2011."

Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.